Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed infusion sets and cartridges. A systems check was completed and a pump replacement was sent.